Event description:
The sales rep (B)(6) reported on behalf of the customer that the device broke during final tightening.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering eval.